Event description:
Pt had a groshong catheter inserted to left subclavian vein for chemotherapy. Post-operative chest x-ray revealed no pneumothorax. Pt had intermittent oxygen saturation drops following catheter insertion. On 2/25/1998 films were reviewed and foreign body seen in right pulmonary artery. Angiography performed to retrieve piece of introducer sheath from right pulmonary artery.